Event description:
It was reported that the patient presented with a right ventricular lead that exhibited loss of capture. It was also noted that the right atrial lead exhibited high capture threshold. Both leads were explanted and replaced. The patient was stable.